Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. Multiple anchors from different lots were utilized during the procedure and it is unknown which two anchors had the issue. This report filed february 11, 2011.

Event description:
It was reported that patient underwent a procedure utilizing hitch peek suture anchors on (B)(6) 2011. During the procedure, the surgeon attempted to use two suture anchors, but was not able to seat them completely. The surgeon noted the stem guide where the anchor is attached was shorter than usual and the laser mark seemed too close to the handle. The surgeon used a switching stick to fully seat the anchors and the procedure was completed; however, a delay greater than thirty minutes occurred as a result.